Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber glass cap was rotating independently of the metal cap due to glue failure. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone was also identified. A distal circumferential fracture has the potential for forward firing. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. It is probable that the identified debris adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the circumferential fracture and glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fracture and glue failure. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the first fiber stopped working after 60,000 joules of use. The fiber was exchanged, and the second fiber stopped working after 160,000 joules of use. The fiber was exchanged, and the procedure was completed with a third fiber without clinical consequences to the patient. Analysis of the returned device identified that there was a distal circumferential fracture. The potential for forward firing may exist.